Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the pediatric nurse reported that the extension tube of the indwelling needle was found to leak blood during blood drawing after indwelling needle on (B)(6) 2022.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the pediatric nurse reported that the extension tube of the indwelling needle was found to leak blood during blood drawing after indwelling needle on (B)(6) 2022.